Event description:
In (B)(6) hospital, in adult ICU weve 12 hm-c6 installed with software version 1.1.4, and all these 12 units present the same problem. A new doctors team are usually perform recruitment maneuver in pcv+ coming from another modality, then return to the original mode. Now I explain better this condition; they start to ventilate patient in (s)cmv with below setting, · (s)cmv · vt: 450 · freq: 30 · I:e : 1:1 · peep: 12 · plateau: 0 · trigger: 5 l/min and with this setting c6 works correctly, as you can see in picture below then doctor decides to perform a recruitment maneuver switching in pcv+ mode, just only changing frequency to 10 and peep to 20, like setting below: · pcv+ · freq: 10 · peep: 20 · I:e : 1:1 · pcontrol: 15 · rise time: 70 ms they stay in pcv+ for some brathes to perform recruitment, and then come back to previous mode with the same setting, and also in this case just only changing frequency to 30 and peep to 12, and exactly: · (s)cmv · vt: 450 · freq: 30 · I:e : 1:1 · peep: 12 · plateau: 0 · trigger: 5 l/min now in this moment c6 goes crazy, I:e ratio immediately freeze to 1:2,4 (but setting is 1:1) and frequency immediately freeze to 18 (but setting is 30). In this condition c6 remains locked without any operator signalling or alarm condition. To unlock c6 you must switch to simv, and in this case frequency rise to 30 and I:e go down to 1:1. Weve tested all ventilators in (B)(6) ICU, and all them have the same problem.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be software error. There was no patient or user harm was reported.